Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (30 mg/ml, 12.008 mg/day), bupivacaine (30 mg/ml, 12.008 mg/day), and clonidine (300 mcg/ml, 120.08 mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain and post lumbar laminectomy syndrome. The patient's medical history included an allergy to ivp dye. It was reported that "four to five months ago" (approximately (B)(6) 2015) the patient started to experience increased pain, shaking, and sweating. The patient underwent a catheter revision on (B)(6) 2015, and the symptoms did not resolve. It was unknown which catheter was revised. The patient reported that the dosage of her medications had been adjusted and she continued to experience the symptoms above. There were no events leading up to the problem. The patient denied any falls or accidents. The catheter and pump were explanted and replaced on (B)(6) 2015, and it was unknown if the issue was resolved at that time. The patient status at that time was alive with no injury.

Manufacturer narrative:
Analysis of the pump found no anomalies. Analysis of the catheters found no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.